Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hartman's procedure using the device while connected to a generator, eschar was cleaned repeatedly but the device jaws kept jamming on tissue about halfway through. The knife trigger was reported to have stuck in the pulled position when clamped on tissue of skeletonisation of bowel, and the knife blade reportedly could not retract. The device jaws were reported to be difficult or impossible to open, and the device got stuck on tissue. The jaws were forced open by pulling the lever back to remove the device from the tissue. The knife blade did not extend nor protrude beyond the edge of the jaws. Another device was reportedly used successfully with the same generator. There was no patient injury.